Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance and difficult to remove could not be tested as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience xpedition, everolimus eluting coronary stent system, instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. In this case, it is possible the IFU deviation contributed to the reported shaft detachment. The reported difficulties appear to be related to the circumstances of the procedure, as it is likely the device interacted with the challenging anatomy during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy during removal of the device, likely contributed to the reported difficulty to remove, ultimately causing the reported shaft detachment. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the distal to mid left anterior descending coronary artery. Following pre-dilatation of the lesion with an unspecified balloon catheter, a 3.00 x 48 mm xience xpedition stent delivery system (sds) was advanced; however, failed to cross the lesion due to the anatomy. Resistance was also met on removal of the sds independently and force was applied. Once the sds was outside of the anatomy, the hypotube separated. The procedure was successfully completed with a 3.0 x 38 mm xience xpedition. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.